Event description:
Review of programming history shows that the device was interrogated on the date of surgery at intended settings. A system diagnostic test followed the interrogation and is likely when the faulted test occurred.

Manufacturer narrative:
Analysis of programming history. Age at time of event, corrected data: review of programming history shows that the event date is (B)(6) 2013; therefore this field is being updated to reflect the patient age at the time of the event. Date of event, corrected data: review of programming history shows that the event date is (B)(6) 2013. This report is being submitted to correct this information. Serial #, lot #, other, corrected data: review of programming history shows product information. This report is being submitted to correct this information. Device manufacture date (mo/day/yr), corrected data: review of programming history shows product information. This report is being submitted to correct this information.

Event description:
Review of the analysis results for an explanted generator revealed that the generator returned at settings indicative of an interrupted system diagnostic test.